Manufacturer narrative:
Correction: h6 conclusion code corrected from "67 - no problem detected" to "4310 - cause cannot be traced to device."

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11985, 2017865-2020-11986. It was reported that the patient experienced an endocarditis infection and presented in the hospital. The implantable cardioverter-defibrillator system was explanted. The physician did not state that the leads or the device where the cause of the infection. The patient tolerated the procedure well.